Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that electromagnetic interference was noted on the right atrial (ra) and right ventricular (rv) leads. The oversensing was seen as atrial fibrillation (af) but appeared external. The leads remain in use, and no patient complications have been reported as a result of this event.